Event description:
A high reading issue was reported with the freestyle libre sensor. The customer obtained a 'hi' sensor scan (readings greater than 500 mg/dl) which was higher than they felt and experienced symptoms of cold sweats, vomiting, seizure, and loss of consciousness. An ambulance arrived at their home and customer was treated with IV glucose for diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the freestyle libre sensor. The customer obtained a 'hi' sensor scan (readings greater than 500 mg/dl) which was higher than they felt and experienced symptoms of cold sweats, vomiting, seizure, and loss of consciousness. An ambulance arrived at their home and customer was treated with IV glucose for diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.